Event description:
After checking that my 3-day old dexcom g7 sensor showed that my glucose was in normal range, I departed on a 5-minute car trip. My glucose dropped rapidly without any falling fast, low, or urgent low soon alerts (as evidenced by dexcom clarity cloud data reports) resulting in a severe hypoglycemic event and a motor vehicle accident with another driver. Those other alerts do appear on prior days' reports for february 9, march 4, and march 26. 3 minutes after the accident, an urgent low alert and alarm was finally issued. Both myself and the other driver were transported to area hospitals. I was diagnosed with a broken pelvis and clavicle, was hospitalized, then sent to a rehab facility, and then had several weeks of physical therapy.